Event description:
On (B)(6)2025, doctor ((B)(6)) reported to cas that during procedure ids #(B)(6) and #(B)(6), he experienced corneal edema. During procedure ID #(B)(6), the epithelium became cloudy intraoperatively making it difficult to do cataract surgery. During procedure ID #(B)(6), the laser could not complete the cataract portion due to "not enough lens to perform treatment". During cataract surgery, the view was poor due to corneal edema that physician could not do the I stent. Physician would like the files reviewed to determine why the two patients had flash cornea epithelial edema.

Manufacturer narrative:
Review of procedure ids (B)(6) and (B)(6) show cloudy corneas during scheimpflug imaging as well as epithelial defects on the surface of the cornea. Procedure ID (B)(6) was completed with cap frag and ak as programmed. Procedure ID (B)(6) was unable to do cap and frag and was defaulted to a cornea treatment with ak only due to poor visibility to the lens. Patient's may have had underlying cornea issues leading to the issue the surgeon described in the operating room. System functioned as designed. Clinical follow up was communicated and both patients are doing well post operatively and the edema appeared to have resolved on their post op visits.